Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley tray was opened and the patient was about to begin using the product, it had to discontinue to use due to a shortage of syringes filled with sterile water. There was a shortage of 10mm syringes filled with sterile water. As per follow up information received via ibc on 26aug2025, stated that sterile water in the syringe was not enough. As per follow up information received via ibc on 03sep2025, stated that syringe had been lost and missing.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley tray was opened and the patient was about to begin using the product, it had to discontinue to use due to a shortage of syringes filled with sterile water. There was a shortage of 10mm syringes filled with sterile water. As per follow up information received via ibc on 26aug2025, stated that sterile water in the syringe was not enough. As per follow up information received via ibc on 03sep2025, stated that syringe had been lost and missing.